Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Injury (patient / other): no product possible involved in injury: no product available for inquiry: no location: 2 - when using origin: clinic complaint: guidewire introducer with needle has broken off, guide wire could not be inserted. You then opened a 2nd set. Additional informations: description of issue (what / why): guidewire introducer with needle has broken off how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: replacement photo / sample available: no impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no course of treatment changed due to event: no procedure performed by: physician procedure performed at: hospital replacement requested: no credit requested: and closure letter needed: yes additional information: information on the error pattern: fault location: puncture cannula fault type: damaged (broken, brittle, deformed) response received on (B)(6) 2024 -could you please provide the lot number of the defective product? - not known -did the event directly, or indirectly involve a patient or user? - patient involved but not injured - was the guidewire introducer broken needle observed before the procedure? - not known - was the device operable during the procedure? - not known if this was checked - was the guidewire introducer needle broken during use?? - yes, according to the statement -what was the impact to the patient? -delay - was there any medical intervention required including diagnostics, procedures, and treatment delay? - no.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.

Event description:
Injury (patient / other): no. Product possible involved in injury: no. Complaint: gudiewire introducer with needle has broken off, guide wire could not be inserted. You then opened a 2nd set. Additional informations: description of issue (what / why): gudiewire introducer with needle has broken off how often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: no. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Procedure performed by: physician. Procedure performed at: hospital. . Additional information: information on the error pattern: fault location: puncture cannula. Fault type: damaged (broken, brittle, deformed).